Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the electronical component, the light guide insertion lever glass internal is immersed in liquid. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide insertion lever glass internal is immersed in liquid is caused by a component failure of the insertion section and the abnormal image was displayed due to a component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had abnormal image. The event occurred during set up / inspection for use. There were no reports of patient harm.